Event description:
A malfunction alarm was declared by the pump, which occurred during the loading process. The customer declined to report whether their blood glucose level exceeded 500 mg/dl, so there was no reported impact. Technical support arranged to replace the pump, and the customer planned to use multiple daily injections as backup insulin therapy. The customer was advised on returning the malfunctioning pump and putting it into storage mode, and they acknowledged these instructions.